Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the green light in back of the orthopat machine was on but the machine would not power on. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device a blood spill was found in the power supply. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. Haemonetics (B)(4).